Event description:
Received information regarding a cartridge alarm 5 during the load process. Reportedly, customer used a 5ml syringe along with a 22 gauge needle. There was no reported impact to customer's blood glucose level. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.